Event description:
Customer reported the bag to ventilator switch became inoperable. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrences is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info - 05/29/2000. Receipt of add'l info - 09/22/2000.